Manufacturer narrative:
Company rep evaluated the unit and replaced the spo2 module. Unit was calibrated and safety tested to factory specifications.

Event description:
Customer reported an issue with the passport v monitor, which may have affected spo2 monitoring. No pt injury was reported.